Event description:
A high reading issue was reported with the adc device. A caregiver reported that an unspecified high scan was received on the sensor when compared to an adc meter. The customer experienced headache and dizziness and was treated with ¿gluc up¿ and juice by a family member. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Watermark was observed at the base of the sensor tail. Data was successfully extracted from the returned sensor using approve software. Sensor low signal was observed. The sensor was sent for further investigation and de-cased. Visual inspection was preformed and no issue were observed. This issue is not confirmed to early sensor removal. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A caregiver reported that an unspecified high scan was received on the sensor when compared to an adc meter. The customer experienced headache and dizziness and was treated with ¿gluc up¿ and juice by a family member. No further information was provided. There was no report of death or permanent injury associated with this event.